Event description:
It was reported that the patient experienced a leak with their pump at home. Per reporter, it had been determined that the issue was with the luer-lock connection leading into the bd phaseal device. The programming mode was continuous, reservoir volume 88 ml, and the length of infusion was 46-48 hours. The lock level was configuration. The administration set was primed using the pump. Per reporter, there was a needless connector on the end of the IV line. No patient harm/adverse event reported.

Manufacturer narrative:
D4: possible lot numbers: 4468676 and 4461354. H4: possible manufacturing dates "01-apr-2024" and "27-feb-2024". D4: possible expiration dates "16-mar-2029" and "14-feb-2029". H3: two pictures were attached to the complaint. In these photos showing a leak, the leak comes from a component not supplied by the component reported. The quality inspection forms were reviewed for both lot numbers, and it was observed that no defects were found, and the lot was released.